Manufacturer narrative:
The serial number of the c 513 analyzer used to repeat the samples is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with tina-quant hemoglobin a1cdx gen.3. The samples were initially measured on unknown roche analyzers and the samples were repeated on a cobas c513 analyzer commercial system. The samples were being repeated as part of a correlation study. Values from the samples were reported outside of the laboratory. It is unknown which values are considered correct. The first sample initially resulted in an hba1c value of 6.7 % and it repeated as 6.1 %. The second sample initially resulted in an hba1c value of 7.67 % and it repeated as 7.0 %. The third sample initially resulted in an hba1c value of 13.84 % and it repeated as 12.7 %. The fourth sample initially resulted in an hba1c value of 7.47 % on (B)(6) 2025 and it repeated as 6.9 %. The fifth sample initially resulted in an hba1c value of 5.81 % on (B)(6) 2025 and it repeated as 5.2 %.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.